Event description:
It was reported that the device had a force sensor failure. No patient injury reported.

Manufacturer narrative:
The device was received with both tamper seals were still intact. No physical damaged was found on the device exterior. The history log force sensor test failure. Power up process, check and test force sensor found force sensor test error was duplicated at power up. Force sensor was out of calibration. At 0.00 lbs, the force sensor was reading -.85 lbs. The root cause was attributed to normal wear. Recalibrated force sensor. Performed power up process and all functional tests which passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).